Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Tampon string was broken [device breakage] case narrative: consumer reported via emailed that the tampon string was broken. No injury was reported.